Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011- patient was diagnosed with traumatic ventral hernia, traumatic diaphragmatic hernia, thereby underwent open repair with implant of sepramesh ip. Per op notes, ¿the traumatic diaphragmatic hernia and ventral hernia was carefully excised. A sepramesh ip was placed covering both hernias and was tacked¿. (B)(6) 2020 - patient was diagnosed with multiple recurrent midline ventral hernia, thereby underwent open repair with partial explant of sepramesh ip, implant of synthetic mesh. Per op notes, ¿intrabdominal adhesions with previously placed mesh was noted and was lysed. A crural hernia defect was identified and was repaired with sutures. Then half of the previously placed mesh was resected. On the left of abdominal region, hernia defect was repaired by placing a synthetic mesh and was sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2011) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.